Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited a burnt distal end metal part and burnt forceps holder. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end metal part was burnt and the forceps holder was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to identify the cause based on the information obtained, it is possible that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. The event can be detected/prevented by following the instructions for use: instructions evis lucera elite duodenovideoscope olympus tjf-q290v operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.